Event description:
A customer reported their adc device did no longer charge and therefore, the customer was unable to obtain glucose readings. The customer further reported experiencing fluctuating glucose (high/low) and a seizure. An ambulance was called and the customer was transported to a hospital. The customer was hospitalized for unspecified duration and d50 (dextrose) was administered via IV for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.